Event description:
It was reported the right ventricular (rv) lead had dislodged. The lead was observed to be pulled back on xray and the superior vena cava (svc) coil was in the pocket. It was further reported there were high thresholds and loss of capture. A lead revision was performed and the lead remains in use. No patient complications have been reported as a result of this event.